Manufacturer narrative:
(B)(6). Concomitant: 157444, m2a-magnum mod hd sz 44mm, 701720; 139254, m2a-magnum 42-50mm tpr insrt-3, 087610; 11-104211, mlry-hd lat por fmrl 11x160mm, 100560. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right hip procedure. Subsequently, the patient was revised due to acetabular loosening. The surgery was completed with new cup, screws, liner, and head.